Event description:
It was reported that during the insertion procedure, the extension line (infusion line) broke off at the hub. The sister who assisted the clinician does not work in the intensive care unit anymore and has been unable to be contacted for more details as to what happened. There were no reported pt complications. Additional info available concerning this event.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.